Manufacturer narrative:
Unit received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. No display ramping on its own anomaly was noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with minor scratched display window. (B)(4)

Event description:
Customer reported via phone call to have received a button error alarm after experiencing numbers scrolling on their own. Customer reported that insulin pump may have been exposed to sweat. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.